Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Skin graft mesher, serial number (B)(4), was manufactured on september 26, 2012, and is over 3 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle and carrier guide. The latching pins engaged as intended and there was no apparent damage to the comb. There was substantial wear noted to the roller gear and the device produced a passing test cut using the quality assurance (qa) cutter. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device had a bent comb¿ was unconfirmed since during the initial inspection it was noted that there was no apparent damage to the comb. Based on the information that was provided the root cause of the reported event could not be specifically determined. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had a bent comb. The issue was discovered during surgery but no adverse events have been reported as a result of the malfunction.